Event description:
During procedure when bright tip laser fiber was removed from the patient, the tip of the laser fiber appeared charred and tip may have burnt off the end of the fiber. No other information at this time.